Event description:
It was reported that "tip of revision drive draw rod broke off in the screw while removing. Removed broken tip out of screw, and used a back up driver for removal. Outcome was resolved with the backup draw rod, and the outcome was successfully taken care of. No unusual circumstances that caused it to happen."

Manufacturer narrative:
Additional info had been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.